Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of chest discomfort/ pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient chest discomfort, implant too large.

Event description:
Healthcare professional reported a "size exchange¿ and ¿patient chest discomfort, implant too large". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.6., h.11.

Event description:
Healthcare professional reported a "size exchange¿ and ¿patient chest discomfort, implant too large". This record is for the left side. The device was explanted.